Manufacturer narrative:
Disposition unknown.

Event description:
The customer reported that during a revision case, the tourniquet cuff lost pressure and there was blood in the operating field. Attempts were made to obtain additional information about the event; no further information was received.